Event description:
According to the reporter, during use, the sensor had a reading even when not on the patient. The patient with a tracheostomy and a high risk of decannulation was having spo2 monitored using the ear clip sensor. The nurse noted that the spo2 was low at 86% as they walked past the bed space and then noticed that the sensor was on the pillow next to the patient's cheek but was still showing a trace and spo2 of 86%. Later that day, the ear clip sensor was found in the patient's hand, and it was still picking up a trace and a reading. It was tested on a handheld monitor; the sensor was clipped to receive a reading, then held hand over the sensor to see if a reading was picked up. As soon as the sensor was removed, the reading dropped off. However, when rubbing the peripheral part of the sensor, there was a slight quick reading, which should not happen. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that during use, the sensor had a reading even when not on the patient. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the sensor had a reading even when not on the patient. The patient with a tracheostomy and a high risk of decannulation was having spo2 monitored using the ear clip sensor. The nurse noted that the spo2 was low at 86% as they walked past the bed space and then noticed that the sensor was on the pillow next to the patient's cheek but was still showing a trace and spo2 of 86%. Later that day, the ear clip sensor was found in the patient's hand, and it was still picking up a trace and a reading. There was no patient injury.